Manufacturer narrative:
Concomitant product: product ID 3093, lot # v008795, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the distal end of the lead stripped when pulling in slow motion from the lead insertion site. The proximal end stripped when advancing into the new implantable pulse generator (ipg) during replacement. All proximal electrodes fell apart and were removed from the patient. One electrode was lodge in the ipg, which meant they couldn¿t use it. This had occurred during a battery replacement. When the ipg extension was removed from the lead, there was a separation of the plastic sheath. It was inserted into the new ipg and responses of bellows and toe were confirmed. They couldn¿t insert in to the new ipg fully. Upon removing the lead to reinsert it, it started to fall apart. The electrode was stuck in the new ipg and others fell in the pocket. The hcp removed them from the patient. Upon pulling from the lead insertion site, the lead stripped and remained in the patient. A scheduled replacement was noted to have been what led to the event or how the issue was identified. They could not insert the lead to see the white tip and the end of the hub. The hcp had tried to remove the lead in the recommended fashion without success. They could not insert the new lead that was placed into the ipg due to the electrode from the old lead being stuck in the hub. The issue was resolved at the time of this report. The patient was alive with no injury. Additional information received from the rep in response to follow-up reported that the reason for the ipg replacement was normal battery depletion. Relevant medical history included urinary dysfunction. No further follow-up was required.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (v008795) revealed the insulation has split due to degradation. The environment assisted degradation was observed on the insulation between the connector sleeves. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.